Event description:
Same case as MFR#: 2134265-2010-01684. It was reported that during a stenting treatment procedure, stent positioning difficulties occurred. The physician was treating a lesion located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). Vascular access was obtained through the femoral artery. The lesion was pre-dilated with a symmetry balloon catheter. Two stents were required to treat this long lesion, a 6x120x120 epic stent and a 6x41x120 epic stent. During deployment of both stents, the stent "jumped forward" about 10mm and "shortened" about 5mm. Both stents were not deployed in their most desired position. Both stents were well apposed to the vessel wall. It is reported that the lesion is not covered well, but is acceptable. The procedure was completed with these stents. There were no reported patient complications. The patient status is listed as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)